Event description:
It was reported to philips that an operational test was performed and showed a defibrillation paddle failure. There was no reported patient or user involvement and no adverse patient/user impact.